Manufacturer narrative:
(B)(4). Sample will not be returned.

Event description:
This event was discovered during the monthly review of the maude database. It had not been reported previously. It is written that the arrow epidural catheter broke off from patient's spine. Approximately 3 to 4 centimeters of the catheter tip remained in the patient. Surgical removal of the catheter tip at l2-l3 was performed by a neurosurgeon. Patient discharged from hospital. No additional patient data known.